Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially assocated lot h12l11074 with no issues noted during the manufacturing process. No exceptions were noted for this batch. There were no deviations from standard procedure. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Evaluation: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for 8 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment included gentamicin and ancef (route, dose and frequency was unknown). Pd therapy was ongoing. The patient was recovering from the event. No additional information is available.